Event description:
Vygon catheter, 27g 1.1 fr PICC placed for hyperal. Post x-ray pulled back from 15 cm to 12 cm. Four days later pt had episodes, apnea, brady and desats. At 12:26 code blue called and pt expired. Post death x-ray revealed tip PICC in right atrium. Autopsy - no congenital abnormalites. Pericardium with 4 cc tpn - IV fluid. Unclear if death due to cardiac tamponade or vasovagal response from vena cava.